Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Customer alleged while preparing the catheter, the doctor inserted the guidewire into the catheter and noticed slight friction, but he decided to continue. During the procedure, the guidewire stuck in the catheter. When it was removed, it appeared stripped and a new one was used to complete the procedure. No reported injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The guidewire was unravelled at the distal end due to the ribbon detaching from the distal weld. The ribbon was protruding from the coil. There were kinks noted. The reported failure of coil unraveled can be observed, however, the root cause of this defect was not determined during the investigation. No manufacturing defects were detected during a detailed inspection and measurement of the merit guide wire. As the device was used, the complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.